Event description:
Boston scientific received information that a fault code was observed upon a remote monitoring interrogation. The fault indicates the battery voltage is too low for the projected remaining capacity. The device was explanted and returned for laboratory analysis.

Manufacturer narrative:
The device memory was reviewed which confirmed the low voltage fault was declared on (B)(4) 2012. No additional faults or resets were stored within the device memory. Based on the battery voltage, therapy delivery was unaffected. Since the device hardware was not detecting the loss of battery energy causing the battery status indicators to be inaccurate, causing the fault. Due to this anomaly, a replacement was recommended as the failure mode may change unpredictably.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this ICD was thoroughly inspected and analyzed. External visual inspection of the device noted a dent in the device case located on the front lower right edge. Review of the device memory confirmed that fault codes were recorded on (B)(6) 2012. Although the device memory diagnostics demonstrated that the daily battery voltage measurements displayed an irregular pattern of discharge, the battery voltage level at explant was sufficient to ensure therapy availability/delivery while the device was implanted. The device case was then opened to facilitate analysis of the internal components. The battery was separated from the other device electronics and the overall current draw of the circuitry was measured. A normal current drain was observed within the circuitry. Collectively, the pattern of irregular daily battery voltage measurements in conjunction with normal power levels and device hybrid current draw is consistent with behavior of devices where a latent current leakage path has occurred within the battery itself, resulting in a partial depletion of the battery.